Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had cosmetic damage and a sticky trigger. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device was worn and the device had cosmetic damage. It was further determined that the device failed pretest for check triggers and check the attachment coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.